Event description:
This rv lead was repositioned on (B)(6) 2018 due to dislodgement. The physician was already doing an ra lead revision due to dislodgement. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.